Event description:
The implanting surgeon provided add'l info. The pt's visual acuity one year following lens implant surgery was 20/20 uncorrected. The capsule was clear and the implant was clean and centered. The pt was recently brought in for reevaluation. Pt complained of worsening light sensitivity, increasing dry eyes, and she is no longer able to drive at night because of light reflections. She also has trouble indoors when she is near a window because of light reflections. The pt feels disabled by these symptoms and the surgeon is considering an implant exchange. The pt's visual acuity at the time of this visit was 20/30+ uncorrected and j1+ with magnification.

Event description:
A consumer reports that consumer is experiencing sensitivity to light and consumer's vision has gradually become less clear since consumer's cataract surgery three years ago. Both eyes are affected. However, the left eye is worse than the right. The association of this report with the intraocular lens is not known. More info is being sought.